Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported by the contact that the customer had been experiencing ongoing low blood glucose (bg) levels (27 mg/dl). The contact thought that the pump was delivering boluses on its own. To address the low bg, the customer disconnected the pump, the temporary basal rate was set at 0% and food and juice were consumed. On (B)(6) 2017, the customer's bg had stabilized at 110 mg/dl. The contact stated that their computer's software was not capable of uploading the pump data. Tandem customer technical support (cts) reviewed the pump history for (B)(6) 2017. It was confirmed that no bg or food value was entered when units were entered for a bolus. The contact was not with the customer during a few of these times; however, stated that for 2 bolus deliveries, she was with the customer and neither of them entered a request for a bolus. Cts educated the contact on the feature lock which would prevent any unintentional bolus deliveries from occurring. The contact acknowledged the information. Although additional follow-up attempts were made to confirm the pump was operating as expected, the contact did not reply to the requests.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 35 mg/dl was confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board, while overriding bolus size. Cartridge was changed on (B)(6) 2017 and (B)(6) 2017. There were not erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, this could cause bg levels to drop. There was no evidence of device malfunction.